Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nctnmspx03 drawers 5.1 and 5.2 failed, causing the entire machine to go down. The unit displayed a black screen with no power, and the drawer required replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nctnmspx03 drawers 5.1 and 5.2 failed, causing the entire machine to go down. The unit displayed a black screen with no power, and the drawer required replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 5.1 and 5.2. Were identified as fault. A field service engineer confirmed that the station was restored to service and was fully functional except for half height drawers 5.1 and 5.2, which remained disconnected. The fse planned to return onsite to replace the defective components. But later fse manually ejected all cubies, identified foil as the cause of the failure, removed it, and successfully recovered the station. The customer tested and verified system functionality. The system functioned as intended after the field service engineer repaired the device.